Manufacturer narrative:
It was stated that the device was discarded. The lot number was not provided; therefore the device history record review could not be completed.

Manufacturer narrative:
An investigation was conducted with the data from the (B)(6) data loggers. Analysis of the data found that due to the signal to noise ratio (snr), it takes more time (20+ minutes) for the cco values to average. When ico is performed shortly after start up, the cco values are initially low. If the user reacts to this initial value and disregards cco for the duration of the case, they will not see that it trends up to an expected value after averaging. The investigation results were shared with the customer during an on-site visit.

Event description:
It was reported that the staff was experiencing challenges with the surface temperature and the continuous cardiac output parameters given by the catheter. It was further indicated that the cardiac index (ci) measurements were not matching up with the patient's clinical status. It was indicated that there were several possibilities addressed with the staff on why these events could be occurring. It was stated that there appeared to be erroneous values on the monitor. There have been no patient complications reported.